Event description:
Microtubing noted to be leaking approximately 1/2 inch from male end of tubing from infusion syringe. New infusion of fentanyl primed and hung. There were no changes noted in patient.

Event description:
Microtubing noted to be leaking approximately 1/2 inch from male end of tubing from infusion syringe. New infusion of fentanyl primed and hung. There were no changes noted in patient.